Event description:
It was reported by the affiliate that the (2) pmw35 were used during an unknown procedure. The staples were closed but did not feed. The case was completed with another instrument and with no pt consequence.